Manufacturer narrative:
(B)(4). Additional narrative: the initial medwatch report was submitted stating the sample was discarded by the customer; however, the sample was returned to baxter for evaluation. Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" could not be confirmed. No signs or evidence of a leak were found at the area of the blue winged luer cap or anywhere on the entire device. A leak test was also conducted; however, no evidence of leak was found. The sample performed as expected. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4).additional narrative: per the customer, the device has been discarded; therefore, the reported condition of "leaking at the luer lock location" could not be confirmed. Should the device and/or any additional information become available a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv50 device was observed leaking at the luer lock location before use. The device was filled with pamidronate (90mg in 250ml sodium chloride 0.9%). The blue winged luer cap was securely fastened after filling; however, when the device was being labeled, the blue winged cap was observed loose. There was no reported patient injury or medical intervention. Three (3) ce intermate lv50 devices, all lot# 10b075, were reported leaking through the blue winged luer cap. This report is for device 3 of 3.